Manufacturer narrative:
Additional device product codes: kwp; kwq; mnh; mni. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent the t4-pelvis procedure on (B)(6) 2017. On an unknown postoperative date, the patient had presented to the surgeon with pain and it was identified that the rods broke on both sides at t10 and t11. Patient has a solid fusion. Patient underwent the revision procedure on (B)(6) 2020, where both rods were removed and replaced. No further information is provided. Concomitant device reported: screws (part# unknown, lot# unknown, quantity unknown); locking/set screws (part# unknown, lot# unknown, quantity unknown); rod, 480 mm (part #179762480, lot # unknown, quantity 1). This report is for one (1) exp5.5 385 mm contour cocr rod. This is report 2 of 2 for complaint (B)(4).